Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found severe stent damage. The proximal struts were bunched in a distal direction. Stent struts 1-13 from the distal end of the stent were undamaged and tightly crimped onto the balloon. The crimped stent od (outer diameter) of the undamaged section was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage or strain. The tip profle was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred and catheter removal difficulties were encountered. Vascular access was obtained via the right femoral artery. The 75% stenosed, 25x3.5mm, eccentric, de novo target lesion with a lesion bend between 45 and 90 degrees was located in severely tortuous and severely calcified right coronary artery (rca). A 3.50 x 28 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was attempted to be removed; however, the stent got stuck at the tip of the guide catheter, and dislodged and appeared to be crushed. The damaged stent was then removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred and catheter removal difficulties were encountered. Vascular access was obtained via the right femoral artery. The 75% stenosed, 25x3.5mm, eccentric, de novo target lesion with a lesion bend between 45 and 90 degrees was located in severely tortuous and severely calcified right coronary artery (rca). A 3.50 x 28 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was attempted to be removed; however, the stent got stuck at the tip of the guide catheter, and dislodged and appeared to be crushed. The damaged stent was then removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.